Event description:
It was reported that the patient was experiencing pain at the ipg site due to it moving in the pocket. As a result, the pocket revised on (B)(6) 2022, but the issue was not resolved. Further troubleshooting is anticipated.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2022 during which the ipg was repositioned with no complications.